Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned product consisted of a samurai device in its opened packaging. No shelf box was returned with this device. Pen was used to mark the area of interest for this complaint. The seal of the device was inspected and it did appear that there was some additional paper residue in the area which was pointed out by the end user. There was no additional damage found throughout the packaging or device. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the product had contact with the nonsterile rim and got contaminated. While opening the sterile packaging of a samurai guidewire for a percutaneous coronary intervention (pci), the plastic portion of the seal did not dissolve from the paper portion well. The product had contact with the non-sterile rim and could no longer be used. The procedure was completed with another of the same device. No patient complications occurred as the event occurred outside of the patient.